Event description:
Loss of capture was observed due to a lead dislodgement. The lead was replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.